Event description:
The biomedical engineer (bme) they are getting a display resolution error on the central nurse's station (cns) . He noted that he is unable to get into windows when he connects an nk monitor to the unit. He used a spare generic monitor and was able to get into the windows, then he would plug the nk monitor in after. Tech support (ts) attempted to walk the customer through the display setting procedure, but after they performed the first power cycle, the unit would not boot up past bios, no matter what monitor they used. They attempted this 3 times, and at that point, ts recommended to send the unit in. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) they are getting a display resolution error on the central nurse's station (cns) . He noted that he is unable to get into windows when he connects an nk monitor to the unit. He used a spare generic monitor and was able to get into the windows, then he would plug the nk monitor in after. Tech support (ts) attempted to walk the customer through the display setting procedure, but after they performed the first power cycle, the unit would not boot up past bios, no matter what monitor they used. They attempted this 3 times, and at that point, ts recommended to send the unit in. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.